Event description:
The site reported that a light adjustable lens (lal, sn: (B)(6), +16.5d) was explanted due to patient experiencing binocular diplopia. The lal was explanted and replaced with another lal. Rxsight's first awareness of this event was on (B)(6) 2023.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference#: (B)(4).